Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 336mg/dl. The caller was throwing up, had heart burn, and extreme urination. Initially, the customer called requesting supplies. The customer was wearing the insulin pump at the time of his admission, but he had not bolused in over a day. The customer declined to continue troubleshooting. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.